Event description:
It was reported that a malfunction occurred on the customer's insulin pump, with malfunction code 16-0x20e6. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.